Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported by customer that on (B)(6) 2024, PICC stat lock was placed on cvc line to prevent migration. On (B)(6) 2024, plastic lock of PICC statlock was detached from the securing tape. Tape was intact. New PICC stat lock was placed. On (B)(6) 2024, lock was received again holding onto the catheter wings only but not attached to the secure tape. Both incidents were reported on the same patient in two consecutive runs. No other information was provided, this report addresses the second device.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported by customer that on (B)(6) 2024 , PICC stat lock was placed on cvc line to prevent migration. On (B)(6) 2024, plastic lock of PICC statlock was detached from the securing tape. Tape was intact. New PICC stat lock was placed. On (B)(6) 2024, lock was received again holding onto the catheter wings only but not attached to the secure tape. Both incidents were reported on the same patient in two consecutive runs. No other information was provided, this report addresses the second device.